Manufacturer narrative:
Batch review performed on 26 january 2022. Lot 2009438: (B)(4) items manufactured and released on 10-dec-2020. Expiration date: 2025-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: liner: impact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot. 2013105. Batch review performed on 26 january 2022. Lot 2013105: (B)(4) items manufactured and released on 13-jan-2021. Expiration date: 2026-01-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: stem: amistem p 01.18.403 amistem-p std stem size 3 (k173794) lot. 2011357. Batch review performed on 26 january 2022. Lot 2011357: (B)(4) items manufactured and released on 27-jan-2021. Expiration date: 2026-01-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 2011678. Batch review performed on 26 january 2022. Lot 2011678: (B)(4) items manufactured and released on 22-feb-2021. Expiration date: 2026-02-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At about 6 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components, and implanted an antibiotic spacer. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26 january 2022. Lot 2009438: (B)(4) items manufactured and released on 10-dec-2020. Expiration date: 2025-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot. 2013105. Batch review performed on 26 january 2022. Lot 2013105: (B)(4) items manufactured and released on 13-jan-2021. Expiration date: 2026-01-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: stem: amistem p 01.18.403 amistem-p std stem size 3 (k173794) lot. 2011357. Batch review performed on 26 january 2022. Lot 2011357: (B)(4) items manufactured and released on 27-jan-2021. Expiration date: 2026-01-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot. 2011678. Batch review performed on 26 january 2022. Lot 2011678: (B)(4) items manufactured and released on 22-feb-2021. Expiration date: 2026-02-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At about 6 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components, and implanted an antibiotic spacer. The surgery was completed successfully.